Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose did not fall below 3.9 mmol/l. Customer drank juice and ate 2 bars of dextrose to prevent an adverse event. The customer went to the emergency room (ER), but did not receive any treatment while there, and was discharged the same day. No additional information was provided.